Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer has been experiencing high blood glucose. The blood glucose reading is 364 mg/dl. Customer treated with manual injection. Customer stated that the insulin pump is delivering insulin. Customer stated that the blood glucose reading is 377 mg/dl. Nothing further reported.